Event description:
Patient reported that the lancet, inserted in the softclix lancet device, protrudes beyond the device end-cap. No unintentional puncture was reported. Technical support requested the return of the suspect product and replacement product was shipped.